Manufacturer narrative:
Results of investigation: the device was evaluated by mfg rep; the hp ce conducted a complete performance verification on the defib; it passed all tests. Conclusion: the hospital did not retain the strips from this event and did not place a service call about it. An hp ce the next day while she was there on other business. The hp ce conducted a complete performance verification on the defib; it passed all tests. The biomed who reported the incident indicated it took place in the radiology department which does not have a lot of experience with codes. We are unable to determine the root cause of this incident. The defib passed all performance tests following the incident and strips from the event were not preserved. Possible causes include the patient's obesity, which may have made it difficult to establish good electrical contact.

Event description:
Hp ce was on site for another matter when mention was made that the day before (2/2/97) they had an older defib connected to a patient who coded. The female patient was described as being 'very obese'. They tried to use the defib, but it gave a "high impedance" message and wouldn't discharge. They relocated the paddles and got the same message then they switched to another defib. Patient expired.